Manufacturer narrative:
A4 patient weight was added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that patient underwent surgical intervention wherein the c5-c6 lead (sn (B)(6)) was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03360. It was reported that one of the patient's leads had high impedances. As a result, surgical intervention may take place at a later date to address the issue.